Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level was high. Customer's blood glucose level was 411 mg/dl. They treated his high blood glucose level with insulin and syringes. The infusion set had two small air bubbles at the end of the tubing. The high pressure test passed. The device was not returned.